Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The device was explanted and replaced on (B)(6) 2026 and is expected to be returned for analysis. No additional adverse patient effects were reported.